Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found the tubing separated from the luer activated y-site valve. There was trace of solvent at the tubing end where the separation was observed. The solvent did not cover the whole circumference of tubing. The reported condition was verified. The cause of the condition was insufficient solvent application due to the machine during manufacturing and assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink solution set disconnected from the y-site. This was noted during set-up. There was no patient involvement. No additional information is available.